Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose that day was 411 mg/dl with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained pump therapy, and the pump's settings were not recently changed. The reported health event does not qualify as a serious injury. A loss of prime issue was reported. This complaint is being reported because the reported pump issue was not resolved with troubleshooting.